Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -10.0/1.0/089 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a longer length lens on (B)(6) 2023 from patient's left right eye (os) due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
B5 - the reporter indicated that a 12.6mm vticm5_12.6, -10.0/1.0/089 (sphere/cylinder/axis), implantable collamer lens was implanted and removed intraoperatively on (B)(6) 2023 from patient's left right eye (os) due to low vault. On an unknown date the lens was replaced with a longer length lens. This resolved the problem. Cause of the event is reported as unknown. D6b - corrected to unk in the initial MDR. Claim (B)(4).

Manufacturer narrative:
Claim# (B)(4).